Manufacturer narrative:
The customer recorded video showing the device not completing boot up cycle. After replacing the system pcba, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer. The replaced part was further evaluated at our product assessment center (pac). The root cause was attributed to an inoperative y1 component on the single board computer.

Event description:
The customer contacted stryker to report that their device experienced an unexpected loss of power and would not complete its initial boot-up cycle. This issue has the potential to either delay, or prevent, defibrillation from being delivered. There was no report of patient use associated with the reported event.

Manufacturer narrative:
Stryker performed an initial evaluation of the customer's device and was not able to duplicate the reported issue. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device experienced an unexpected loss of power and would not complete its initial boot-up cycle. This issue has the potential to either delay, or prevent, defibrillation from being delivered. There was no report of patient use associated with the reported event.